Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the balloon did not inflate. There is no report of pt injury. No medical intervention was required. There was no tissue damage or loss. No blood loss occurred. The incision was not extended. Surgical time was not extended beyond 30 minutes. Nothing fell into the surgical site.